Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that about thirty minutes post implant, x-ray revealed a perforation. The lead was repositioned. The physician stated that the perforation was due to the patient's heart condition, a very thin rv apex.